Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine check where it was determined the patient¿s device was experiencing high impedance in april and it was further determined the patient¿s device was currently experiencing high impedance. The physician will monitor the patient.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient¿s lead was both no longer capturing and was undersensing in addition to exhibiting the previously reported malfunction of high impedance. The patient¿s lead was capped on (B)(6) 2018. The patient was stable before, during and after the procedure.